Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, customer had not addressed high bg and would drink some water. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.